Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows;forceps channel port, scope connector case unit, and switch box both had a dent; air/water cylinder and suction cylinder both had no color; grip was shaved; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; plug unit was damaged; scope connector case unit had a dent; due to a crack on distal end, water tightness was lost; light guide bundle had breakage; and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, air/water tube and air/water cylinder had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak at the distal end. It was further noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.